Manufacturer narrative:
(B)(6).

Event description:
It was reported that balloon rupture occurred. The target lesion was an area of in-stent restenosis artery. A 10mmx4.00mm wolverine coronary cutting balloon was selected for use. During procedure, a balloon pinhole was noted and it ruptured upon second inflation at 12 atmospheres. The device was removed using a normal method. The procedure was completed with a different device. No patient complications were reported and the patient condition is good.